Manufacturer narrative:
H.6. Investigation: it was performed the DHR, of maintenance records, quality and no deviation was found for this lot. The photo made available by the client for evaluation allowed an investigation to be made and the probable root cause for the incident to be determined. According to the verification of the production history the cause for the occurrence is related to an operational failure during setup and thread cleaning, where a needle from the previous catalog (1.20x40) was packed in the 0.40x133 needle batch. See h.10.

Event description:
It was reported that the needle 27x1/2 ll eclipse label had the incorrect information on it. The following information was provided by the initial reporter, translated from portuguese to english: "needle 1,20x40 packaged with label of a needle 0,40x13 . The lot in the shipping box and carton is 9330238. 1 unit with deviation."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle 27x1/2 ll eclipse label had the incorrect information on it. The following information was provided by the initial reporter, translated from portuguese to english: "needle 1,20x40 packaged with label of a needle 0,40x13 . The lot in the shipping box and carton is 9330238. 1 unit with deviation."